Manufacturer narrative:
(B)(4). Examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
During case, a piece of the blue trial head was found in the patients cavity. These trail heads are only 1 year old and are part of the bedford consignment. There was no delay in the surgery and no adverse outcomes for the patient during the surgery. Products were received and investigated.